Event description:
It was reported that during auto prime and on the recirculation, the venous chamber overfilled and saline backed up to the transducer on a new machine. A field service technician went onsite to troubleshoot but unable to recreate the issue. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that during auto prime and on the recirculation, the venous chamber overfilled and saline backed up to the transducer on a new machine. A field service technician went onsite to troubleshoot but unable to recreate the issue. Additional information was requested but was not received to date.